Manufacturer narrative:
Clarification to d6a: 2012, only year received. Laboratory analysis summary: the device related to the reported event of rupture was received on oct 11, 2024, with lot number 1552936. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken assessed as fold flaw opening. And missing piece of shell assessed as inconclusive. As per the investigation procedure crease wear abrasion non penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.